Event description:
It was reported while on site visit from bd employee general feedback was received regarding that the "walk-away" audio prompt occurs too quickly and results in unnecessary noise in patient rooms when preparing infusions for interoperability. Prior to interoperability implementation, they report the length of time before the alert triggers as being appropriate. No specific event or patient involvement was reported.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.